Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer noticed a 31 g x 8 mm bd ultra fine short insulin pen needle was not attached to its hub after an injection in the consumer's stomach. The consumer received x-rays but the needle was not visualized.

Manufacturer narrative:
Results: six sealed samples were returned for evaluation. The returned pen needles were examined and were all as expected per specification. All returned needles were checked for broken or missing needles. None were found to be either broken nor missing on either end (patient end or non-patient end). A lube test was also performed and all samples passed and were lubed per specification. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6314629. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.